Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after a supply change while attempting to deliver a bolus. The customer's blood glucose (bg) level was 343mg/dl and a manual injection was administered to address the bg level. Prior to contacting tandem technical support, the customer changed out their pump supplies a second time. After the supply change, the customer's bg levels stabilized and the supplies appeared to be functioning as expected.